Manufacturer narrative:
Method: device not returned, followed up with company rep.

Event description:
It was reported that a pt underwent a kyphoplasty procedure. After mixing and transferring the cement to the bone filler device, the waiting time was 15 mins before application of the cement to the pt. There was a small extravasation reported. It was noted that the cement was stored and mixed per IFU. The procedure was completed successfully, and the pt was 'okay', however, the physician was not satisfied with the length of time before the cement could be used. No additional info was reported.